Event description:
According to the reporter, during a laparoscopic procedure, while the nurse was setting up the device for use, the handle did not turn on after being removed from the charger. A manual handle was opened and used to resolve the issue. The issue remained the same even when it was placed on multiple normally functioning chargers. There was no patient injury. Medtronic's initial evaluation of the incident device found that the battery data obtained noted that several battery failures were tripped.

Manufacturer narrative:
Concomitant medical product: sigsbchgr, sig power sigsbchgr one -bay charger (serial#: unknown). Evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. The electronic de vice-use logs were also provided. Visual inspection noted the handle was placed on a rpa charger running v16 software to charge. After a while, the charging led (light emitting diode) changed from flashing green to flashing red. The handle was removed from the charger and did not initialize. The battery data was obtained, and it was noted that several battery failures were tripped. The system logs were downloaded off of the device. It was noted in the system logs that the handle would be placed on a charger, and then afterwards, it would show the next reset as a low voltage reset. It was reported that the handle does not initialize. The reported issue was confirmed. The most likely cause could not be established from the information available. The evaluation detected an unreported condition: the smart battery system (sbs) data stored in the battery was evaluated and the overtemperature fet permanent failure was tripped. Further investigation showed the thermistor itself was shorted. The most likely cause could not be established from the information available. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.